Manufacturer narrative:
MFR's report date 07/06/1998. File # 05-98-023. The set was received and was visually and functionally tested. The vent filter media was inspected for signs of being "wetted out". No damage was noted. The set was pressurized and no leaks were detected in the tubing. The set was tested using several infusion rates in a pump. The test was performed using both a bag and a bottle for the infusion for a total of 96 hours of testing. No air was noted in the tubing. Co was unable to verify the noted complaint. It is unknown what may have caused the noted incident.

Event description:
It was alleged that air was noted in the line to the pt. There was no resultant pt complication.